Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare provider (hcp) via a company representative regarding a patient who was receiving lioresal (unknown concentration, dose and lot number) via an implantable pump. Indication for use was intractable spasticity and head/brain injury. The date of the event was approximately (B)(6) 2016. It was reported the patient was very irritable and rigid. The patient was nonverbal. Clear fluid was draining from the patient's incisional scar directly over the pump pocket. A catheter dye study revealed the catheter was broken at the site of attachment to the pump. The catheter had no strain relief in the pocket and the father transferred his son by lifting him up and placing him in whatever position was needed. This also occurred at the nursing home where the patient stayed. The physician determined this must be the reason why the suture less connector was broken/disconnected at the pump connection. The physician took the patient to surgery and revised the catheter pump segment. The issue was resolved and patient status was alive; no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.